Event description:
It was reported the sr8 images are showing double images. Verified they have reseated the probe as well as power cycled it. Verified they have also adjusted filters.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 unit and probe was received in good physical condition. The reported issue of poor image is confirmed, the sr8 images are showing double images. The unit was powered up with a test probe connected and the unit operated as expected. The customer probe was connected to the unit and it was observed that the screen was very dark.

Event description:
It was reported the sr8 images are showing double images. Verified they have reseated the probe as well as power cycled it. Verified they have also adjusted filters.